Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was to be used during an unknown procedure performed on (B)(6) 2015. According to the complainant, the physician attempted to reconstrain the wallflex biliary rx stent. The stent could not be reconstrained. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.